Manufacturer narrative:
Citation: michael r levitt, karam moon, felipe c albuquerque, et al. "Intraprocedural abciximab bolus versus pretreatment oral dual antiplatelet medication for endovascular stenting of unruptured intracranial aneurysms." J neurointervent surg 2016;8:909¿912. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and a definitive cause could not be determined.

Event description:
Medtronic received information through review of literature that among the 68 patient's receiving flow-diverting stents (pipeline embolization device), thrombolic events occurred in 12/45 patients in the pretreatment group and 6/23 in the abciximab group. Patients were either pretreated with dapm daily for =3 days before stenting (pretreatment group) or received an abciximab bolus during or immediately after stent placement followed by postoperative dapm (abciximab group), at the treating physician¿s discretion. Thromboembolic events were defined as the loss of a branch vessel of the parent artery being stented, distal vessel occlusion, or an intra-arterial filling deficit occurring at any time during the procedure. The mean age was 63.3±12.0 years and 81% were women. There were 52 (53%) aneurysms treated in the pretreatment group (n=51 patients) and 47 (47%) aneurysms in the abciximab group (n=43 patients).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.